Manufacturer narrative:
The complaint and returned sample have been submitted to vygon germany, which is where this product was manufactured, for evaluation. Examination of the catheter returned showed that it was shortened at the 14 cm marking. Having purged the catheter with water, no leak was detected. Also a visual inspection with the microscope did not show any defect. The reason as to why the catheter was shortened could not be determined. This is the 15th complaint for catheter leakage for code 4g07126103 within the last 3 years. The review of the batch history records did not show any abnormalities. As each catheter is leak- and flow-tested before packaging we can exclude a manufacturing defect. Corrective/preventative action: no corrective action has been issued at this point. However, both vygon germany and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Line was inserted without incident on first attempt. It was inserted to 8cm and the introducer was removed without incident. The guide wire was removed without incident. While waiting for xray to arrive, nurse was flushing the line and noticed a fluid bubble at the 15cm mark. The needle was never near that site nor was there trouble pulling out the guidewire. Nurse asked another nnp for assistance and she brought her an mst kit to try and salvage the vein. This did not work. A new line was then inserted without incident in the cephalic vein.

Manufacturer narrative:
The malfunctioning device has been returned to the manufacturer for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Line was inserted without incident on first attempt. It was inserted to 8cm and the introducer was removed without incident. The guide wire was removed without incident. While waiting for x-ray to arrive, nurse was flushing the line and noticed a fluid bubble at the 15cm mark. The needle was never near that site nor was there trouble pulling out the guidewire. Nurse asked another nnp for assistance and she brought her an mst kit to try and salvage the vein. This did not work. A new line was then inserted without incident in the cephalic vein.